Event description:
It was reported to philips that the heartstart mrx defibrillator delivered two shocks after analyzing and applied a shock for ventricular fibrillation. The device was discontinued for analysis since it detected artifact at the third time of analysis. The user could not be conducted defibrillation for 5-7 minutes. There was no reported negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.